Manufacturer narrative:
Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 44mg/dl. A glucagon shot was administered to address bg level. At the time of the report with tandem technical support the customer was still in the ER. Reportedly, the customer inadvertently performed the load sequence while connected to the site. Multiple follow up attempts were made by tandem customer technical support to obtain additional information regarding the event; however, no response was received from the customer.